Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. A 3058 power on reset (por) error code was reported. On (B)(6) 2017 the patient got up from a chair to go to the bathroom and began experiencing severe shocking in their crotch area which steadily got worse then went away. The patient went to the hospital, but they could not find anything and suggested that it may be related to the implant. It was still occurring and the patient was miserable but it was less than before. The patient tried connecting with their patient programmer (pp), but was unable to do so at that time. The patient thought the implant battery was dead beginning probably 2 years ago because it has not worked and the patient mentioned never seeing an end of service (eos) message. It was noted that the patient had an unrelated foot injury in which 3 mris were performed over a year ago before they realized it would not be recommended and it was thought that it could be related to the issue. The patient would follow up with their healthcare professional (hcp) on (B)(6) 2017. Additional information was received from a patient on (B)(6) 2017. The patient noted having an appointment for tuesday. They do not understand all this and were miserable because they are being shocked by their device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) of the patient. It was reported that the patient was in the ER and was reporting a shocking sensation in the left vaginal area. It was reported that the hcp had changed the batteries in the patient programmer and was seeing a por message. The hcp was not able to perform troubleshooting at the time of the call because they did not have the programmer on hand. It was noted that the shocking started on (B)(6) 2017. Additional information was received. The patient reported that they were given narcotic meds, which did not ease the pain. The pain was preventing the patient from sleeping at night. The patient went to see their hcp on (B)(6) 2017 and got the ins turned off. It was noted that the nerves took until the next day to calm down. The patient stated that their hcp was rude and was upset that they did not have a clinician programmer in the ER. The patient stated that they wanted the device to be explanted, but not by their old hcp. The patient was sent a physicians listing.

Event description:
Additional information was received from the hcp. The hcp reported that the cause of the por error code, severe shocking, unable to connect with the pp, implant battery being dead, and it not working was not known.